Event description:
It was reported that a malfunction alarm occurred. There was no adverse impact to the customer's blood glucose level. Technical support provided the caller with information to reset the pump and assisted in performing the reset. The malfunction did not recur, and the customer was informed that they could continue using the pump, with instructions to call back if any issues reoccurred.